Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the condenser on this device was leaking. There was no pt involvement as this was detected during preventive maintenance.